Manufacturer narrative:
Further information requested but not yet received.

Event description:
It was reported that asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited inappropriate mode switch due to far r wave oversensing. No intervention was performed. There were no patient consequences.